Manufacturer narrative:
Batch review performed on 28 november 2020. Lot#: 163070: (B)(4) items manufactured and released on 04-aug-2016. Expiration date: 2021-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: insert revision and patella resurfacing in tka 3 years and 10 months after primary for joint instability and pain. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore, common practice to resort to a thicker insert and recreate soft tissue tension. A secondary patellar resurfacing should not be considered a failure: sometimes surgeons prefer to postpone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma, and proceed to treat only in case of persistent anterior pain. This is not a problem due to any implant defect or malfunction.

Event description:
The patient had pain and the knee wasn't stable, therefore, the surgeon decided to change to a thicker inlay and put a patella (3 years and 10 months after primary surgery).